Event description:
Healthcare professional reported "spontaneous rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "spontaneous rupture". Healthcare professional later reported "hole in radius (edge)". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.